Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a long boot time and additionally noted a slow response with the touch pen. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer had a long boot time. Follow up indicated that the programmer functioned appropriately after booting up. The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.